Manufacturer narrative:
Insulin pump passed rewind, basic occlusion, prime/compromised force sensor system, and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test due to motor error alarms. Insulin pump passed all operating currents tested within the specific range and passed the off no power test. Insulin pump monitored and tested with no unexpected battery out limit. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a bolus. The customer was able to complete the rewind sequence. The customer removed the battery, cleared the motor error alarm, and received a battery out limit alarm. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.